Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was replaced and the user verification test and operational verification procedure was ran and the unit is meeting all specifications. In the event the main board is received for further analysis a follow-up report will be submitted at that time.

Event description:
The customer stated that the screen froze and is inoperable by touch. There was no patient involvement at the time of the incident.